Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2015, the patient presented with chest pain, diagnosed as a myocardial infarction. On (B)(6) 2015, the patient was taken to the catheter lab. A large aneurysm was noted in the proximal right coronary artery (rca) and 100% stenosis in the distal rca. A bare metal stent was successfully implanted to treat the distal stenosis. A non-abbott covered stent was implanted to treat the aneurysm; however, a residual proximal leak was noted. A 4.5x16mm graftmaster covered stent was implanted in the ostial portion of the aneurysm to treat the leak. A follow-up angiogram was scheduled to recheck the leak. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported stent graft leak. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, instructions for use, states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.